Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system has a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
The cause of the customers device issue could not be confirmed. No additional information can be gathered due to the philips field service engineer cancelling the customers work order. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.